Event description:
When test firing the full core biopsy instrument through the introducer needle, while still outside of the pt, the full core biopsy instrument became lodged. When removed, it was noted the tip of the needle had spliced into 3-4 separate sections, looking like saw tooths.